Manufacturer narrative:
Product event summary: analysis found several lines were missing in the lower display. Analysis also found the battery drawer was damaged and the ring attachment was missing.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.